Event description:
It was reported the customer had a malfunction on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated there is frequent battery changes, reject new battery and has had to restart the rewind to complete several times. The customer said that there is condensation inside the screen and unexplained no delivery alerts. The customer declined the 24 hour helpline.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.